Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. During the revision procedure, externalized conductors and insulation damage were visually confirmed on the rv lead. The patient was stable and will continue to be monitored.